Event description:
According to the reporter, prior to the procedure the tips of the device from the lot were not meeting flush when the jaws were closed. There is no patient involved in this event. The device is expected to be returned for evaluation.

Event description:
According to the reporter, per additional information received prior to the procedure for a lap cholecystectomy, the tips of the device from the lot were not meeting flush when the jaws were closed. To resolve the issue, they utilized the non disposable endo dissectors from their tray. Device was not used on patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.